Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 470 mg/dl which was treated with bolus. During troubleshooting the infusion set tubing was detached. Customer declined to troubleshoot for high blood glucose. It was unknown whether the customer used auto mode feature or not. The insulin pump will be replaced, and the product will not be returned for analysis.